Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va11brl, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that therapy was not working for the patient (increase of fecal incontinence issues) after a fall. The patient could not recall a specific date of the fall but noted a general timeframe of a couple of months ago. The patient had the stimulation at 8.5 volts and was not able to feel the stimulation. Interrogation of the implantable neurostimulator (ins) showed ¿impedances" on all combinations. During the interrogation, adjustments with the volts and pulse width (up to 360) were made but did not change the impedance issue. No interventions were taken at the time of report. Also, the issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative on the same date clarified that the impedance issue was that they were >4000 ohms. They stated that they were unaware of any further actions taken or interventions. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system and other applicable components are: product ID: 3889-28 lot# va11brl; implanted: on (B)(6) 2016; product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that the patient had a fall on (B)(6) 2018. It was reported that stimulation had been off prior to fall for previously reported perception of not working related to symptoms. There had been no troubleshooting done since the previous report on 11/29/18. An explant was scheduled for on (B)(6) 2019 per patient request. It was reported the issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances leading up to the lead being disconnected was the fall but they did not know if that was the reason for the device stopped working. The patient stated that the device was going to be removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she got a letter from the doctor last week telling her to call the doctor to discuss either having the therapy removed or if she wants to have the leads fixed. The patient was calling to get the phone number for the doctor so she can call her back. Leads are not attached to the ins. Ins has not been working for a long while. The change in symptom was reported gradually. Patient stated she had met with the representative and it was determined that the lead is not connected to the ins. Patient stated the doctor has given her oral things to take which are helping with the bowels.